Event description:
It was reported that this right ventricular lead experienced high out of range pacing impedance measurements. X-rays were performed and it was found that the lead experienced fracture and dislodgement. It was decided to explant and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular lead experienced high out of range pacing impedance measurements. X-rays were performed and it was found that the lead experienced fracture and dislodgement. It was decided to explant and replace this lead. No further adverse patient effects were reported.